Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to reach the customer. However, due to a lack of response from the customer despite multiple follow-up attempts, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not appearing in the system followed a recent system change from stewart to hhs two days prior; although the patients were visible in meditech, they were not populating in pyxis, and the customer identified at least four affected patients so far. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.